Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of replace battery now alarm. The customer's blood glucose level was 6 mmol/l at the time of the incident. The customer reported several battery problems the last days without alarms. The customer stated that they woke up one morning and the pump powered off. The product was returned for analysis.

Manufacturer narrative:
The insulin pump was programmed and monitored for two days, no unexpected blank display noted and powered up properly after the battery was installed. The insulin pump passed functional testing including self-test, sleep current measurement, active current measurement, rewind test, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected low battery alarm, replace battery now or power system error noted during testing. No power system error noted in the formatted history file noted. However, detailed trace analysis confirmed the pump alarmed low battery and replace battery now due to connector resistance issues j6. After disconnecting and reconnecting the internal battery connector at the j6 printed circuit board assembly the insulin pump was monitored and functioned properly. The power management parameters graph confirmed the unloaded voltage and loaded voltage was within the specification range. The insulin pump had minor scratched display window, damaged scratched display window cover, scratched case, scratched keypad overlay, pillowing keypad overlay and keypad overlay texture damage.